Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High threshold of rv was seen in home monitoring. Decrease in sensing and absence of capture of rv were also observed. The patient was hospitalized. Repositioning of the rv lead was done. ECG was done as diagnostics. Should additional information be received, this file will be updated.